Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded and or loose drive support disk. Compromised force sensor system alarm was not verified and excessive no delivery test was not performed, due to motor error alarms. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Informed customer alarm is due to the device being unable to detect the reservoir. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be protruding. Customer stated they did not recall any significant events that led to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 146 mg/dl at time of reporting. Nothing further reported.